Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and the flap of left eye (os) was adherent superior, and used flap unzipper for complete dissection. On (B)(6) 2021 patient presented with loose epi/ corneal abrasion superior in os, bandage contact lens (bcl) was placed. On (B)(6) 2021 patient was seen and epi healed and bcl was removed however, vision was still blurry but improved 20/60 to 20/40. A flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation, blurry vision and feeling pain in os. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2021: right eye pre-op 20/15 -1.25 x -2.50 x 92, left eye pre-op 20/15 -.75 x -2.00 x 85.